Manufacturer narrative:
(B)(4). Investigation summary: the complaint device was received at the supplier facility and evaluated. It was reported that the optics was not working. Per evaluation findings, this complaint can be confirmed. It was found during evaluation that the distal tip, objective and window were damaged and bent. Further, the image was dark with shadow. The repair was declined; therefore, the device was not restored to the specifications. It was discarded as requested. User mishandling, lack of maintenance, a fall from the customer, excessive force applied and/or hit with another instrument are the most probable root causes of the damages observed. The damaged and bent components would have caused the poor image quality. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported from (B)(6) that the endoscope device was not working. During in-house engineering evaluation, it was determined that the image on the device was dark with shadow. No additional information was provided.